Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(6). (B)(4).

Event description:
Event description: it is reported that during the procedure the physician felt strong resistance when attempting to deploy the protege rx in the carotid. The physician decided to remove the device. It is unknown how the procedure was completed. There is no reported injury to the patient. The returned device exhibited partial deployment. It could not be determined whether the partial deployment occurred in vivo or in vitro. Evaluation summary: the protege rx carotid stent system was received for evaluation without any ancillary devices or cine images from the procedure. The stent delivery system, (sds), was returned with the tuohy-borst valve totally loosened, the outer sheath pulled back exposing the stent, and the exposed stent flowered. The initial report does not mention either the tuohy-borst valve or exposed flowered stent. Dried and thick viscous sanguine material was noted the examination of the sds. Through the use of back lighting the stent was observed to be engaged with the retainer. The flowered stent was deployed with some resistance being experienced. The distal end of the sds was examined: no abnormalities or deformities noted in the tip; and a kink was noted in the braided lumen proximal to distal tip in the area where the returned device was flowered. The retainer was examined: noted that a thick viscous lay of sanguine material coated the region. A 20cc water filled syringe with manometer was attached to the manifold luer lock, the tuohy-borst valve was screwed closed, and the center lumen was flushed. Sanguine tinted material exited the distal end of the sds. The proximal grip was moved forward and backward to aid in the flushing. The retainer was examined and one leg was skewed at an angle but not skewed upward to where it would drag against the outer sheath. The markers on the stent were examined: no abnormality or deformity was noted. The outer sheath was skived open to a point 80mm proximal to the distal end of the outer sheath and the inside was examined: no abnormality or deformity was noted.